Event description:
It was reported that customer experienced cgm error related to sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, completed reset with guidance, confirmed error did not reappear, and successfully started new sensor session.